Event description:
Dr claims that patch was implanted in 2000 for a right carotid procedure and approximately two weeks later, an infection was noticed in the patch. Patch was then explanted and replaced with a vein graft. The procedure outcome was successful. Pt's condition is ok. The explanted patch was destroyed at the hosp.